Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09758. Related manufacturer reference number: 1627487-2019-09762. It was reported the patient claimed his system was explanted "a long time ago". Patient did not provide reason for system removal or exact date of said removal. Patient declined to provide further information and does not desire to further communicate with the manufacturer. No further information was able to be obtained.